Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1104 captures the reportable event of elevated liver function tests (lfts). Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f2301 captures the reportable event of additional device implanted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed a month ago. On (B)(6), 2026, a repeat ercp was performed, during which the stent was found to have migrated. A new stent was implanted to complete the procedure. The patient experienced discomfort, pain, and jaundice, along with elevated liver function tests (lfts). In the physician's assessment, the device and/or procedure caused or contributed to the patient's complications. The patient's condition following the procedure was reported to be fully recovered.